Event description:
It was reported that during testing conducted at the MFR facility the saw was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
Internal corrosion and worn components were discovered throughout the device, and debris was found in the sagittal head, all of which are probable causes of overheating.